Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. An sbc upgrade was performed and the system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.